Event description:
It was reported that the patient had a revision on (B)(6) 2012. The patient was getting shocked in the bicycle seat area and the implantable neurostimulator (ins) was too shallow. These things were corrected with the revision. The stimulation was working 'fine' until the morning before the date of this report. The patient tried to turn the stimulation up and got the upper limit at 1.6 v. It was noted that the patient uses the ins for retention and could not feel the stimulation at 1.6 v. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v963076, implanted: (B)(6) 2012, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).